Event description:
The following has been reported: biomed reported: IV pump serial #(B)(6) is showing an error message. The update has been completed on this pump. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. The device was not able to complete startup after attempting and failing to charge the tanks. The device was reverted to manufacturing mode and is failing pneumatics hardware testing consistent with a faulty compressor.